Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#1627487-2018-05580. It was reported that patient experienced ineffective therapy. Reprogramming did not provide resolution. Drg lead at l3 vertebral level migrated (revealed on x rays) to the ipg pocket and l5 lead slipped to the anterior position. Reportedly, patient will be undergoing the scs trial procedure prior to undergoing the surgical intervention to address the drg lead migration issue.

Event description:
Device 1 of 2: reference MFR report#1627487-2018-05580. Additional information received identified that surgical intervention was undertaken wherein the drg system was explanted on (B)(6) 2018 due to inadequate stimulation.